Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system's image processing computer was unable to boot, preventing a full system boot. Review of the logfile shows no control network connection ippc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found intermittent operation of the ippc as the root cause. To resolve the issue, the fse d the ippc computer and reloaded the software. The defective part was sent for analysis, for ippc, no malfunction was observed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.